Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and lymphadenopathy. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst(s): unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported MRI "suspicion of prosthetic rupture is confirmed" and "simultaneous presence of a minimum amount of periprosthetic effusion. " ultrasound " cystic formations" and "adenopathies with a reactive appearance." Later healthcare professional confirmed device was ruptured and disposed of. Device has been explanted replaced with another manufacturers device. This relates to the right side.